Manufacturer narrative:
Due to character limitation in e1, full initial reporter name: (B)(6). Due to character limitation in e1, full event site name: (B)(6). A supplimental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had error lead fail number 3. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site),g3, g6, h2, h3. H6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) replaced both transducer assy and pressure transducer to resolve the electrical test fail # 53 and error leads and no other issues found. Precautionary service: complete the pm. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range.